Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: it was reported that the inner and outer sterile packaging is available for investigation in a decontaminated condition. Intraoperative it was found that the inner packaging of the implant is damaged. According to the available information, there were no negative consequences for patient. It could be taken from a random elsa set in the house a replacement. The inner and outer sterile packaging has visible damages. The components have been examined visually and microscopically with the digital microscope and camera. The outer carton packaging is not available for investigation. It was found that the outer, as well as the inner sterile packaging has been opened. Visible damages can be fund at the outer as well as at the inner sterile packaging and therefore the sterility no longer can be guaranteed. This error was clearly visible and according IFU the implant may not be used any more. Based on the information available as well as a result of our investigation the root cause of the failure is most probably transport/usage related. A CAPA has been created with the scope to adjust the product package.

Event description:
Country of complaint: (B)(6). The article nn014k has a damaged sterile inner packaging.